Event description:
Initial request from customer assistance with log downloaded and interpretation for an unk pt incident. Subsequently, we were informed that the pt was on a norepinephrine drip at 1-2 ml/hr titrated to blood pressure; nurse hung new bag with 16 mg norepi in 250 ml at about 10:30 pm, bag was found empty at 12:15 am. Pt had transient hypertension and tachycardia and required sedation until he stabilized. Ultimately blood pressure returned to normal then dropped again requiring on-going support, as he did before the overinfusion occurred. Reported no long-term negative impact on pt.

Manufacturer narrative:
Investigation is ongoing; requested device event log along with current dataset, log was rec'd but not dataset. Add'l requests have been made for the dataset; to date, it has not been provided. A f/u report will be submitted when investigation is complete.